Manufacturer narrative:
Additional information d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted that after removing the reload from the instrument, the proximal end of the reload adapter was noted as broken. During evaluation of the returned product, the I beam was manually retracted and the jaws were removed. It was reported that during a procedure, the stapler was difficult to fire and did not cut the tissue smoothly. It was also noted that the device locked on tissue and so there was difficulty in retracting the blade and the reload was difficult to unload. The reported issues that the device had a rough knife cut, could not be confirmed. The most likely cause could not be established from the information available. The reported issues that the device was difficult to fire, difficult to retract the knife blade, difficult to unload and the instrument locked on tissue were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the stapler was difficult to fire and did not cut the tissue smoothly. It was also noted that the device locked on tissue, and so there was difficulty in retracting the blade, and the reload was difficult to unload. To resolve the issue, resection and restapling were done, and an electric knife was used to separate the reload from the tissue.

Manufacturer narrative:
D10 concomitant products: unknown endo gi unknown endo gia instrument - (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.